Event description:
It was reported that, a footswitch, multi-function, versajet ii had a shorted and stop working. No case involved; therefore, no patient injuries or other complications were reported. No further information is available.

Manufacturer narrative:
H6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported no defects. The functional evaluation found the footswitch will not active the console, establishing a relationship between the device and the reported event. The root cause was identified as a component failure. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint history review found no other related event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.